Manufacturer narrative:
Complaint no: (B)(4). The lot number was not available and the sample was not returned for evaluation, therefore, a device analysis could not be performed. The issue was not confirmed and the cause could not be determined. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a home patient became disconnected from the homechoice device during the initial drain cycle while the patient was connected. The patient line disconnected from the transfer set. The technical service representative assisted the home patient in ending therapy and removing the cassette. The home patient was to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.